Manufacturer narrative:
The device was returned as part of the asset return process. The additional evaluation findings were as follows: the air/water cylinder had no color, the suction cylinder had no color, switch #1 had a scratch, the scope cover had a scratch, due to the guide pin of the electrical connector being shaved, water tightness was lost, the electrical connector had corrosion due to water leakage, due to a burn on the plastic distal end cover, insulation resistance value at the distal end did not meet standard value, the light guide lens had a crack, the connecting tube had a wrinkle and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided

Event description:
A user facility returned the olympus asset, the videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and cylinder had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (h4) device manufacturer date was added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage identified at the electrical connector, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.